Manufacturer narrative:
The implants have been returned and examined. Both implants are surrounded by bone. One of them is lacking some bone coronally. The amount of surrounding bone is unusually large. The implants have not been removed using a trephine drill, but sawed out with some other type of drill, by the look of the bone. One implant showed massive deformation internally, probably after attempts to remove the fractured abutment. The second implant is still provided with a uniabutment. Judging by the amount of removed bone the removal must have caused a defect in the jaw. Therefore, because a serious injury occurred, this event is reportable per 21 cfr part 803. This report is for the second device. We received 2 implants, both removed with lots of bone. One implant was missing some bone at the coronal area, means was not or no longer fully integrated when it as removed. One can see that the inner is massively harmed, most likely due to attempting to drill out remainders/fragments of an abutment (which was not sent, nor photo or x-ray was provided). The second implant is still restored with an intact abutment and is fully covered with bone. It is absolutely unclear, why the second implant was removed and why so much bone was removed together with each of the two implants.

Event description:
A patient received two osseospeed tx 3.5, 9 mm implants (ref: 24931, lot: 181508) in unknown positions on (B)(6) 2017. The implants were removed (date unknown). There is no x-ray documentation available. According to the available information the abutments were fractured, and the dentist tried twice to remove the abutment that was broken off in the implant without success. The patient was then referred to a dental surgeon that removed both implants. After the patient returned back the dentist found out that a lot of bone has been removed (the reason is unknown). Two new implants were installed in (B)(6) 2018 and the patient is fine.